Manufacturer narrative:
Patient information not available for reporting. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgical procedure on (B)(6) 2018, the front plate of the zero-p variable angle (va) implant came loose and would not attach properly. Surgery was completed successfully with no delay and no consequence to the patient. This report is for one (1) zero-p va implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. . Device evaluated by MFR, device manufacture date: a device history record (DHR) review was conducted: part: 04.647.236s, lot: 9467618, manufacturing site:mezzovico, release to warehouse date: 04. May 2015 , expiry date: 01. April 2025. The device history record shows this lot of 8 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device evaluated by MFR: a product investigation was conducted. Visual inspection: visual inspection confirmed that the titanium plate has separated from the peek spacer. One screw cut out at the peek spacer has a clearly visible deformation from the screw and the locking mechanism shows some nicks and scratches. Functional test: a functional test was performed, the plate and the spacer can be reassembled and hold in position as required. Dimensional inspection: not required per selected investigation flow. Document/specification review: not required per selected investigation flow. Summary: the review of the manufacturing documents revealed that the returned zero-p va implant was manufactured in may 2015 in accordance with all established requirements and with no nonconformities reported. The documents show that the titanium plate (part: 60050840 / lot: 9451639) and as well the peek spacer (part: 60092268 / lot: 9132429) did pass all dimensional inspections without any deviations. The zero-p va implant was manufactured with a lot size of (B)(4) pieces and we are not aware of any other complaint for this article- and lot combination. Based on these findings and as the plate and the spacer can be reassembled and hold in position as required a manufacturing related issue can be excluded. Please note: zero-p va design allows for some relative movement in order to achieve load sharing to prevent post-operative implant failure. During insertion into the disk space dissociation of the plate and spacer is possible if uneven insertion force is applied. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.